Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.